Event description:
The customer reported that during an ladg procedure, the device jaws would no longer open. Additional resection was done to remove the device from tissue. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.